Event description:
It was reported that the customer was hospitalized multiple times due to an elevated blood glucose (bg) level (300-600 mg/dl). Reportedly, an undefined alarm occurred and stopped insulin delivery. The customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.